Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information on how to perform this reset. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump. The customer was also instructed to call back if the issue recurred and acknowledged the instructions.